Event description:
The customer reported that during a laparoscopic hysterectomy a piece of the active waveguide disengaged after several applications had been made with the device. The piece was retrieved from the patient's cavity. A new dissector was opened and installed in order to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.